Event description:
Medtronic received a report that an axium prime bare coil did not detach. The patient was undergoing surgery for treatment of an unruptured, saccular, right middle cerebral artery aneurysm with a max diameter of 3.5 mm and a 2.65 mm neck diameter. It was noted the patient's blood flow and vessel tortuosity were normal. The tip failed to detach after the coil was positioned, despite multiple attempts, detachment remained unsuccessful. To ensure procedural safety, the coil was withdrawn and replaced with a new one of the same model, and the embolization was successfully completed. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The physician made 1 attempt to detach the coil with the instant detacher and did not try to detach with another instant detacher, two manual attempts were made to detach via hypotube. It was reported that there was no issue with the instant detacher. Ancillary devices included ton-bridge medical guidecatheter, echelon  10 microcatheter.

Manufacturer narrative:
Continuation of d10: axium prime instant detacher, product ID unk-nv-ap-ID (lot: unknown);  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.